Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the helix exceeded specification the number of turns to extend and retract and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implanting procedure, the right ventricular (rv) lead was unable to advance in the vein after several attempts. The rv lead had an extended helix, and the physician was unable to confirm that the helix was already out when the package was opened. Another rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.